Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 unable to investigate further. Corrected h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection revealed one winding former with one detached needle and one dispensed used suture outside its packaging were received for analysis. Product code w9221. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was found. Besides that, the suture was examined, and the insertion mark could not be observed due to body fluids were found on the strand. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint #: (B)(4). Corrected information: d 4. Primary UDI number, d 9. Device available for evaluation? H 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection revealed one winding former with a needle suture combination outside its packaging. The product code w8557 is double armed. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was found. Besides that, the suture was examined, and the insertion mark could not be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 106mbp / w9221, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.